Manufacturer narrative:
This was initially reported on the summary report dated 12/31/2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary arrest, acute monocystic leukemia and influenza. Related to MFR # 2183959-2015-00552.